Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the wire - the pigtail was exchanged to the left ventricle ) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifescience affiliate in china, regarding a mitral valve in valve procedure with a 23mm sapien 3 valve, inside a non-edwards valve by right femoral vein. After valve deployment, the ultrasound pressure measurement was 5mmhg. The system was removed and the pigtail was exchanged to the left ventricle. At this time, the blood pressure dropped by 45/15mmhg and contrast imaging and ultrasound showed a large amount of pericardial effusion, due to a left ventricle perforation. A cardiopulmonary bypass was urgently connected, and thoracotomy was performed to suture the left ventricle. About 4 hours later, the bleeding was completely stopped the patient vitals were stable. On pod 1, the patient passed away due to a bleeding after the open-heart surgery. As per medical opinion, the wire injured the left ventricle.